Event description:
It was reported that during the scheduled retrieval of a vena cava filter approximately nine months after implantation, the filter appeared to have migrated approximately 1.5 cm and a filter leg was noted to be detached in the ivc. The filter was successfully retrieved. There was no attempt to remove the detached filter limb. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not reviewed. The investigation is currently underway.